Manufacturer narrative:
Product evaluation: the investigation is in progress. A sample is expected, but has not yet been received for evaluation. (B)(4).

Event description:
A customer reported receiving a system message and having a leaky cassette. The customer indicated there was no pt involvement. Additional info has been requested.